Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after atp delivery for a vt, the device double counted the qrs and the diagnosis moved to vf triggering inappropriate shocks.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported issue: shocks were inappropriately delivered during ventricular tachycardia episodes with double-counting of t he qrs on 18 february 2025. The subject device was implanted on 21 february 2024 and connected to a microport crm invicta lead. The programming of the subject device follows the esc recommendations the data from in-clinic follow-up on 18 february 2025 were provided: the electrical measurements are normal. There is some ventricular oversensing. The 15 vt episodes have been recorded on 18 february 2025 between 8h57 and 9h57 for a total duration > 18 minutes the patient most probably suffered from an electrical storm. 5 of the episodes were treated by atp and 2 of them even by shocks. The double counting of the qrs occurred during an electrical storm after atp delivery. It is related to the proper rhythm of the patient. The delivery of atp was sometimes a bit delayed, and the programming could be adjusted to get earlier atp delivery and most probably more efficient to avoid the arrhythmic rhythm post-atp to continue and to present with double counting. At the end of the in-clinic follow-up, the ventricular sensitivity had been reprogrammed at 0,8mv and this may help to delay the detection of the qrs post-atp and therefore have the device detecting the highest part of the qrs to get a better automatic sensitivity adjustment. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, after atp delivery for a vt, the device double counted the qrs and the diagnosis moved to vf triggering inappropriate shocks.